Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733575, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed optical communication and intermittent camera connection. The hardware part was replaced. A hardware analysis of cable 9733575 was initiated to determine the probable cause of the issue. Analysis found that the returned cable has no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside a procedure. It was reported that the camera showed localizer disconnect and then come back. This was happening when the camera was manipulated. This occurred with no patient present during instrument verification.